Event description:
Scrub nurse had to use mallet to force the end of the keel punch and the end of the 4:1 cutting block introducer/extractor handle into the slap hammer. Surgeon likewise had to use mallet to remove these instruments from the slap hammer end. Another item was used instead and case completed as originally planned without any delay or medical intervention.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.